Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised periodically taking off the device to allow rash to breathe. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.